Event description:
Healthcare professional reported left side rupture found on explant, capsular contracture baker grade IV, and double capsule. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Double capsule: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Yellow encapsulation was observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture found on explant, capsular contracture baker grade IV, and double capsule. Device was explanted and replaced.

Manufacturer narrative:
Continued adverse event problem health effect - impact code: f2203 - imaging required and f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, known contralateral rupture. Device photo analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Double capsule : observed on the device. It cannot be determined which device is for the left or right side per the photos provided.